Event description:
It was reported that despite upgrading the software to (B)(4) in (B)(4) 2012, there are still problems with spo2 measurements. The monitor is used with the (B)(4). First, despite showing a waveform, there are no values indicated, only after turning down or unplugging the usb. Secondly, without a pt connected, but with the sensor (neonatal) hanging in the air, values are shown. Third, when there is no pt connected, the alarm is repeatedly generated and it is not possible to quit it only one time. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.